Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unk. Implant date - unk. Eval in process, but not yet complete. Upon completion of eval, a follow-up report will be sent to the FDA.

Event description:
It was reported that pt underwent knee procedure on an unk date. Revision procedure was performed in 2009, due to pain and infection. On opening the joint, the hospital reported a section with dark brown discoloration. No further complications have been reported.